Event description:
The customer reported that her insulin pump was delivering insulin without a bolus being programmed. The customer stated that she thought this because 25 units were delivered when she was not touching her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.